Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Leaving tampon in - vagina [foreign body in reproductive tract]. String came loose - tampon [device breakage] . Case description: consumer reported via e-mail that string came loose from tampon. No serious injury reported.